Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass, cracked case at display window corner, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump was dropped and the screen has a v shaped crack on it. Blood glucose value is unknown. Troubleshooting was performed. The customer stated that the damage makes it hard to read the display. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.